Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the returned devices were visually inspected, and anchor is broken from housing connector. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found but has broken anchor. Delamination - anchor was separated. Discoloration - the device was discolored and non-transparent in areas. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. It was reported that the posterior anchor, possibly left side came off the tray. No injury was reported.

Manufacturer narrative:
The device has been returned. An investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).